Manufacturer narrative:
Submit date: 2017-10-04.

Event description:
According to the reporter, the unit turns on and off. No additional information is available.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition that the unit turns on and off intermittently. The unit was triaged and the reported issue could not be confirmed. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.